Event description:
It was reported that the cement envelope was found opened and sterility was lost. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Medical devices: biomet bone cement r 40 -3; item# 3035890011-3; lot# a849ah1704 biomet bone cement r 40 -3; item# 3035890011-3; lot# a849ah1704. Foreign: italy. Multiple MDR reports were filed for this event, please see associated reports: multiple MDR reports were filed for this event, please see associated reports: 3006946279-2021-00199 and 3006946279-2021-00073. Device analysis: the product was returned and lab analysis was performed. The product analysis shows that: 3035890011-3, a849ah1704, biomet bone cement r 40 -3 the sealing is around 1cm discontinuous at the upper left side of the inner pouch. 3035890011-3, a849ah1704, biomet bone cement r 40 -3 the sealing is around 4cm discontinuous at the upper left side of the inner pouch. 3035890011-3, a849ah1704, biomet bone cement r 40 -3 the sealing is around 1,5cm discontinuous at the upper left side of the inner pouch. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.